Event description:
The device was used during a repair sinus venosus asd procedure. It was reported the lc107 clip scissored. During the case another device was introduced and the clip severed a vessel. The case was completed with lc207 device. There was no consequence to the pt.